Event description:
The customer reported a system message displayed during set up. One patient was in the operating room. The case was cancelled. There was no patient injury reported.

Manufacturer narrative:
The company service rep examined the system, and confirmed the system message displayed. The fluidics mechanism assembly was replaced and sent for in-house testing. The system was tested and met all product specifications. The returned fluidics mechanism assembly was visually inspected with no obvious visual nonconformities found. There was no evidence of bss on the faceplate or recessed area. The returned fluidics mechanism assembly was tested and the system message was replicated and confirmed. The ips load cell was replaced with a known good component. Replacement of this ips load cell subsequently addressed the issue and the system message was unable to be replicated. The fluidics mechanism assembly was tested and passed. The root cause for the reported system message is attributed to a nonconforming ips load cell. A review of complaints for the last 24 months did not indicate any additional reports for this system.